Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, one opening curved on the anterior, red particles on the shell and the weight the device within specification. A microscopic analysis was performed which identified: one opening sharp and non-penetrating nick, near of the opening site, this condition was called surgical impact and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the anterior due to surgical impact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture. The device remains implanted.